Event description:
According to the info received, this valve was explanted due to pv leak. It was reported the pt initially presented with endocarditis and suffers from lupus. At explant, the cuff was noted to have "healed nicely". There was "bad tissue" under the annulus that was thought to be the result of either endocarditis or lupus. The valve was replaced with a sjm model 33mec-102.